Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a sympathectomy procedure the clips from the device were malformed. The staples did not close. No patient consequences were reported.